Event description:
It was reported that the patient experienced urinary retention due to a hypocontractile detrusor combined with a artificial urinary sphincter that did not work. The cuff could not be emptied. The issue was diagnosed by physical examination and urethroscopie. The system was replaced three weeks after the onset. The patient had no further complications.

Manufacturer narrative:
Model number: balloon: 72400024. Pump: 72404127. Serial number: balloon: (B)(4). Pump: (B)(4). Catalog number: balloon: 72400024. Pump: 72404127. UDI number: balloon: (B)(4). Pump: (B)(4). Expiration date: balloon: 06/03/2023. Pump: 06/04/2019. Manufacture date: balloon: 06/04/2018. Pump: 06/04/2018. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to updated to include device analysis.

Manufacturer narrative:
Model number: balloon: 72400024; pump: 72404127; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72404127; (B)(4). Expiration date: balloon: 06/03/2023; pump: 06/04/2019; manufacture date: balloon: 06/04/2018; pump: 06/04/2018.

Event description:
It was reported that the patient experienced urinary retention due to a hypocontractile detrusor combined with a artificial urinary sphincter that did not work. The cuff could not be emptied. The issue was diagnosed by physical examination and urethroscope. The system was replaced three weeks after the onset. The patient had no further complications.